Manufacturer narrative:
Investigation is ongoing.

Event description:
During a transfemoral procedure in the aortic position, the 16 fr esheath shaft kinked in its middle portion due to the patient¿s tortuous vasculature. The patient had an abdominal aorta endograft. The physician suggested to retract the esheath to eliminate the kink. The 29mm commander delivery system was passed through the esheath. However, due to tortuosity there was concern that the valve would not reach the annulus. A decision was made to park the valve and delivery system in the descending aorta and advance the esheath to gain more ¿purchase¿ in the vessel. During advancement, the esheath perforated the abdominal aorta (tortuosity). The patient became hemodynamically unstable and the valve, delivery system were removed in place of an 18 fr cook sheath in an attempt to close/tamponade the abdominal aorta. The patient experienced a cardiac standstill and subsequently expired despite rescue measures. The device was discarded; no photos available. Per report, the physician believes the esheath pushed the endograft.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. The esheath was not returned to edwards lifesciences for evaluation. A picture of the vessels was provided and revealed that there was tortuosity in the patient anatomy. The vessel sizes are greater than the minimum luminal diameter of 6.0mm for a 16fr esheath. During the manufacturing process the sheath shafts are 100% inspected at component level and during final assembly by both manufacturing and quality for the following: wrinkles, kinks, bends, or mechanical damage, circumferential oriented defects, protruding or missing material, dents, and cuts, cross linking of hdpe across liner, holes or tears on the strain relief, delamination, witness lines with exposed ptfe liner, remnant lines (white lines), seam separation, stress line on the liner, notches on the bottom side of the liner when holding the housing in the left hand, presence of c-marker band, flash and excess material and serrated transition, holes, or rough surface of tears in the tip. In addition, during final assembly the following inspections are performed: verify shaft od, distal tip ID, tip length, working length, coating, strain relief length, delamination, seam separation, scratched/torn liner, remnant lines (white lines) and holes, tears, or wrinkles along the working length of the strain relief. The tip is visually inspected for flash and excess material as well as for the presence of proper scoring on the od and ID. During product verification (pv) testing each lot undergoes the following inspections/tests on a sampling plan: seam visual inspection (pre-expansion), shaft expander insertion force and post-expansion seam verification. During the pv testing, all samples must meet the acceptance criteria prior to final release. The inspections during the manufacturing process and tests performed during product verification support that it is unlikely a manufacturing non-conformance contributed to the complaint event. The device history record or lot history review was not performed as there was no lot number provided. Review of the complaint history for the month of august 2018 did not reveal that the occurrence rate exceeded the control limit for this trend category of kinked esheath. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Due to the device not being returned for evaluation, the complaint of sheath shaft ¿ kinked, bent was unable to be confirmed. A review of complaint history and the applicable manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the sheath was the source of the complaint. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Per the esheath introducer set IFU, caution must be used in tortuous or calcified vessels that would prevent safe entry of the introducer set. Tortuosity coupled with the angle of sheath placement can potentially cause insertion issues or kinking. Procedural factors that could potentially damage the sheath shaft include incomplete sheath hydration, wiping of the hydrophilic coating, and dilator misuse/damage. In this case, based on available information, a definite root cause cannot be determined at this time, but per report the kink was likely due to patient factors (tortuosity in the patient anatomy). In addition, investigation results suggest that procedural factors (manipulation of the device) in combination with patient factors (tortuous vasculature with aaa endograft) may have contributed to the aortic dissection and subsequent patient demise. No labeling or IFU/training inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Therefore, no corrective or preventive actions are required at this time.